Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during preventative maintenance, the fixed shaft on the hinge at the bottom of the navio handpiece was released. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Section h3, h6: the navio, handpiece, pn 110137, (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0004, revc. The reported problem was not confirmed. The handpiece test passed as required. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.